Manufacturer narrative:
The completely detached internal lobe section of the abutment, the abutment body and the abutment screw were returned for eval. The area of breakage from the cuff portion of the abutment was found to be ragged and uneven and completely detached from the abutment; the internal lobes section of the abutment was also completely detached from the abutment and cuff. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is received at a later date. (B)(4).

Event description:
The complainant reported that a pt had a prima zi abutment placed at an (B)(4) dental site number 31 on (B)(6), 2010. The abutment was reported to have fractured (B)(6), 2011. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.